Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.5b, b.3, b.5, b.6, d.7, g.3, h.6.

Event description:
Healthcare professional reported "rupture", "seroma-late", "capsular contracture baker grade ii, very hard and painful breast", "explantation and alcl investigation", "much of the capsule is firm and fibrotic with possible areas of calcification as well as some pale yellow adherent material", "multiple nodular areas are noted on the internal surface", "fibrous capsule with inflammation" and "there are few atypical cells but I could not convince myself of the presence of a lymphoma." The device has been explanted. This record is for right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported capsular contracture baker grade iii/IV, ¿sending seroma fluid for bia-alcl testing", and seroma. The device remains implanted. This record is for an unknown side.